Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported severe allergic reactions to the omnipod adhesive, resulting in painful blisters on their abdomen. The patient reportedly experienced this issue with three pods, with the reactions progressively worsening despite using skin-tac barrier wipes. After visiting their doctor, the patient received a prescription for hydrocortisone cream to treat the blisters. The patient reported having known allergies to latex and adhesive.